Manufacturer narrative:
Device passed displacement and self tests. No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump was reacting extremely slow. The customer reported that the keypad buttons and the system were taking a long time to react. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.